Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2006. The pt was revised on (B)(6) 2012 due to pain and fracture. It is assumed that the fracture occurred on the femoral.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008 as ref above. Since the durom acetabular component cannot break, we assumed the fracture occurred on the femoral. As this is a legal claim arising out of the use of the durom cup we left the main product the durom us acetabular component 56/50 p. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).